Event description:
The customer reported that the device displayed an inappropriate "connect electrodes" warning during use on a pt (pt details not reported) and use of the defibrillator was inhibited. Another lifepak 12 defibrillator was made available and used. There were no reports of adverse affects to the pt related to the use of the device.

Manufacturer narrative:
The customer concluded that the root cause of the reported problem was due to broken wires in the defibrillator therapy cable. The therapy cable was not returned to physio-control. The cable was reported to be in excess of 2 years old. Physio-control provided feedback to the customer stressing the importance of routinely checking the device and the cables in accordance with the device operating instructions.